Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported resistance was felt while loading multiple cartridges with insulin. A cartridge was successfully filled. Customer's blood glucose (bg) was 400 mg/dl and an insulin injection was administered to address bg. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.